Event description:
It was reported that the user experienced a hypoglycemic event following recent non-diabetes medication changes that affected insulin sensitivity, during which the user became unconscious while at work with a reported blood glucose value of 39 mg/dl. The user was treated on site at her endocrinologist¿s office with oral glucose and did not require hospitalization. Customer support recommended and guided the user through a factory reset and pump setup, after which the user successfully resumed automated (¿bionic¿) operation. Reported symptoms included low blood glucose and loss of consciousness. Outcomes included an unexpected medical intervention consisting of oral glucose administration, with no hospitalization. Investigation consisted of communication with the user and analysis of the information provided. Review of this case identified no device-related findings and insufficient information to establish a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed and a supplemental report will be submitted.